Event description:
Wound care rn opened package of kerlix in the room and began to place it on the patient's foot. She noticed the black material on the dressing and immediately removed the dressing. New kerlix was obtained and wound redressed as planned. Manufacturer response for bandage roll, kerlix (per site reporter). Equipment failure reported to cardinal health as manufacturer. However, product is purchased thru (B)(4). Event reported to advanced cs specialist for (B)(4) for item # 450395. Instructed to discard item and hospital account will be credited. Picture of contaminated item send to advanced cs specialist via email for their records.